Event description:
The customer reported that the chip broke off from the evis exera ii bronchovideoscope during an unspecified diagnostic procedure. The broken piece was found in the patient's airway. The scope was immediately removed along with the whole broken piece accounted for. The scope was replaced and the airway was reinspected for possible fragments, which there were none. The procedure was prolonged for 30 minutes and completed without further incident using a similar device. There was no harm or user injury reported due to the event.